Manufacturer narrative:
Section a2, a4 and a5: per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section e1: email address: unknown/not provided, as information was asked but it was not provided. Section e1 - telephone number: (B)(6). Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded intraocular lens (iol) has a default of 1mm in the central visual axis. The iol was removed from the patient's eye and replaced with another lens. The iol is not available for return. Account provided that the patient has not returned to the hospital since the event; however, patient was expected to be doing well. No further detail was provided.